Manufacturer narrative:
Complaint conclusion: as reported, an unknown 5f 45 cm brite tip sheath introducer sheared off and kinked during the procedure when the physician attempted to remove it over the dilator and guidewire. However, the physician was unable to remove it, and the fragmented piece was left in the aortoiliac bifurcation. There was no additional reported patient injury. There was reported presence of aortoiliac wall calcification. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. Fluoroscopic imaging of the pelvis demonstrates a radiopaque wire-like structure tracking along the expected course of the pelvic vasculature. A linear, elongated opacity is seen on the wire, which may represent a retained or separated component, though its exact nature cannot be definitively determined. The remaining proximal portion of the device can be seen in the lower left corner of the image suggesting access was right femoral. Surrounding osseous structures are partially visualized, with configuration suggestive of the lower lumbar spine and sacral region. Based on the provided information and review of fluoroscopic images, the reported ¿cannula-separated¿ appears to have occurred. The complaint is considered substantiated. However, the identity of the device cannot be independently verified. Without return of the product and the limited information provided, the root cause could not be determined and no conclusion can be drawn regarding user compliance with the IFU. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, an unknown 5f 45 cm brite tip sheath introducer sheared off and kinked during the procedure when the physician attempted to remove it over the dilator and guidewire. However, the physician was unable to remove it, and the fragmented piece was left in the aortoiliac bifurcation. There was no additional reported patient injury. There was reported presence of aortoiliac wall calcification. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.